Manufacturer narrative:
(B)(4): the customer reported getting a shock equipment malfunction and the discharge was off. The device was evaluated at philips. The symptom was verified. The therapy pca was replaced to resolve the issue.

Event description:
The customer reported getting a shock equipment malfunction and the discharge was off.